Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fracture was confirmed on the right atrial (ra) lead. During the lead explant, the helix would not retract. The lead was successfully explanted and replaced. No patient complications have been reported as a result of this event.